Event description:
It was reported that pump declared alarm 20 during cartridge load while customer followed instructions and waited to remove used cartridge, and there was no indication that customer¿s blood glucose exceeded safe levels. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy; no additional information was received regarding any further outcomes.